Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc 0338-0117-04, lot number y243121, exp feb 19 lactated ringer's. Therapy date (B)(6) 2017. The customer¿s report of a bulge in the silicone segment was confirmed. Visual inspection showed that the silicone segment directly below the upper fitment appeared to have been previously expanded. Functional testing showed no unexpected bulging on the silicone segment. Pressure testing resulted in the silicone segment directly below the upper fitment starting to bulge. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient returned from pacu with 1l IV fluids infusing via gravity through primary line. At 2100 the register nurse noted a bulge in the silicone segment. It was reported the pacu nurses and anesthesia did not notice anything unusual with the IV tubing and upon discharge from pacu tubing was still patent and infusing without difficulty. There was no report of patient harm.